Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube and corroded battery tube spring. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. No moisture damage on the electronic the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that middle button was cracked. Blood glucose was 8.2 mmol/l. Troubleshooting was performed. The insulin pump will be returned for analysis.